Event description:
Patient undergoing intercranial angioplasty procedure. Catheter was introduced and balloon was inflated slowly over 10 minutes. The procedure was complete and the balloon deflated. Upon removal of the catheter the tip broke off and became lodged in the vessel, and is currently completely occluding the vessel.